Manufacturer narrative:
(B)(4). Batch # p92w6g. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed 1 partially formed clip due to an anti-backup failure and 7 conforming clips. In addition, the device did not lockout as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl spring were found to be out of position; this condition caused the anti-backup and lockout failures. No conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure that the device malfunction and did not work. Another like device was used to complete the procedure. There were no adverse consequences for the patient.